Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The caller confirmed resuming the sensor session and was advised to call back if any malfunction codes recur, which the caller acknowledged and understood.